Event description:
It was reported that during the use of the device for a non-clinical activity, the level sensor was not working. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return and further information were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.